Event description:
It was reported a patient presented with discomfort in clinic, the right ventricular (rv) lead had oversensing noise and extra cardiac stimulation was also noted. The rv lead was capped and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.